Event description:
The facility reported a patient, age unknown, who had received an over infusion of heparin via an infusion pump. The patient had a history of deep vein thrombosis (dvt). Heparin 25,000 units/250 saline was hung on 05/22/07 at 0100. Reportedly, the nurse had the pump programmed correctly but did not do the "protocol for 2 person check." The incident was discovered the same morning at 0830 when a second nurse (after change of shift) assessed the patient and found the pump rate to be 81 rather than 8.1. The patient was noted to have a small amount of oozing blood around his cvp line. Ptt was drawn and was greater than 150. The heparin drip was held and restarted again at 21:30 of the same day. The patient remains hospitalized at this time. In addition, the risk manager reports that it appears that the pump may have been dropped since the back of it was "loose" and when the biomedical technician turned the pump on, there were lines in the display, and could not read anything.

Manufacturer narrative:
Evaluation summary: an on-site evaluation was performed by co pal lab technician on 06/01/07. The event history was downloaded and reviewed on the customer site. The event history contained the last events ranging for six days. There were no failures found in the event history (occurrence date: ten days prior to original date). The pump's date was one day off (local date: original date, pump's date: one day earlier). The reported occurrence date was reviewed. The key presses revealed that the dose modes (patient weight) was selected on channel b and the units/kg/hr was selected. The drug amount was keyed in at 2500mg, the diluent amount was 250ml, the patient weight to 54.4kg (120lbs), the dose at 15mg/kg/hr resulting in a rate of 81.6ml/hr with a volume of 250ml. Channel b was run at 81.6ml/hr from 01:00:36 until (keep vein open) kvo occurred at 04:04:24. The pump was left in kvo mode for approx. 1 hour until the stop b press at 05:03:06. The volume was changed to 230ml and channel b was run again at the same rate of 81.6ml/hr at 05:04:49. Channel b went into kvo at 07:53:54. The stop b press occurred at 07:59:51. The volume was changed to 10ml and an incomplete prim. Prog. Set occurred because the confirm settings (soft key #4) was not pressed. The confirm settings was selected and channel b was run at 81.6ml/hr from 08:00:07 through 08:03:23 (approx. 3 minutes) until the stop b press. Channel b was selected and the drug amount was changed to 25000mg and the volume was changed to 200ml. The pump was evaluated. Customer key presses were performed per the event history lines 425-473 resulting in an infusion rate of 81.6ml/hr. And it was determined that the 8.2 ml/hr was the desired rate for a concentration of heparin 25000 units in 250ml. The pump accuracy tests showed that the pump under delivered on channels a and c bud did not over deliver. The assignable cause for the over infusion was a misprogramming error by the user.